Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he has experienced hyperglycemia while using the infusion device system and believes the insulin delivery is inaccurate. He was using accessories out of specification and received an e4 occlusion error that was not cleared correctly, but he does not believe these are the cause of hyperglycemia. No adverse event was reported. The alleged product was replaced and requested for evaluation.